Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device had no power. The cord was unplugged and connected to a different outlet; however, the device still did not power on. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had no power, and reconnecting the power cord to a different outlet did not restore functionality. A field service engineer (fse) powered down the station and performed diagnostics using a multimeter, which identified faulty boards. The defective boards were replaced, all connections were secured, and the station was rebooted. Following the reboot, the device powered on successfully, and functionality was confirmed through hardware testing, including successful drawer open and close operations. The system functioned as intended after field service engineer repaired the device.